Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event to approximately 60 mg/dl after recently switching from novolog to humalog, with concern that correction dosing was too aggressive; the device provided low and urgent low alerts and no device malfunction was reported. Symptoms included shakiness and sweating consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates (skittles and soda) without assistance or medical intervention, and blood glucose later measured 126 mg/dl. Investigation included troubleshooting and user education, with additional training arranged. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device-related failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.